Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittently continuous glucose monitor (cgm) data was not displayed on pump. No additional patient or event information was available. A root cause could not be determined. The reported issue had resolved at the time of the report with tandem technical support.